Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information the device was revised due to distal crossover. The physician also removed the original 3 cm rte and replaced it with 2 cm rte.